Event description:
The customer reported a unicel dxi 800 access immunoassay system generated 54 indeterminate (ind) flagged troponin I (accutni+3) for 47 patient samples between the dates of (B)(6) 2014. The customer alleged that there may have been a delay in production of patient results, but confirmed that patient treatment was not impacted in connection with this event. An accutni+3 calibration was successfully performed on (B)(6) 2014 using reagent lot 337132 and calibrator lot 334821; the s0 rlu (relative light unit) mean was acceptable. Two recalibrations were attempted on (B)(6) 2014 using the same reagent and calibrator lots as well as new reagent and calibrator lots. Both calibrations failed due to elevated s0 rlu mean. The instrument's low-level quality control (qc) results for accutni+3 remained consistent until the calibration on (B)(6) 2014; after the calibration, low level qc results were lower than previous results. Several system checks were performed on (B)(6) 2014 and failed. This MDR reports the results generated on (B)(6) 2014. On (B)(6) 2014, four ind-flagged accutni+3 results were generated for three patient samples.

Manufacturer narrative:
A beckman coulter (bec) customer technical specialist (cts) advised the customer to recalibrate the accutni+3 assay. After multiple failed calibration attempts, a bec field service engineer (fse) was dispatched to evaluate the instrument. The fse replaced the aspirate probes, peristaltic pump tubing, the sample probe, and the tip on reagent pipettor #3. A subsequent accutni+3 calibration passed with an expected s0 rlu. A bec subject matter expert (sme) confirmed that elevated s0 rlu mean during accutni+3 calibration is consistent with malfunction of one or more of the replaced parts. Associated mdrs: 2122870-2014-00633, 2122870-2014-00634, 2122870-2014-00635, 2122870-2014-00636, 2122870-2014-00638, 2122870-2014-00639, 2122870-2014-00640. (B)(4).